Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-00291 and medwatch 2210968-2012-00292. The same patient is represented in each medwatch.

Manufacturer narrative:
It has been reported that following insertion the patient experienced spasms, nocturia, hematuria, urinary incontinence and urinary frequency. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced spasms, nocturia, hematuria, urinary incontinence and urinary frequency.